Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation. The device showed the device status mol 2 with a remaining capacity of 9%, 269 charge processes, most of them aborted, had been documented. The memory content of the ICD was studied. The analysis of the existing iegms showed interference in the ventricular channel. Furthermore, the analysis of the impedance trend showed a pacing impedance less than 200 ohm on (B)(6) 2010. The signal sensing and also the impedance measurement functions of the ICD were then tested and proved to be in order. The ICD's ability to provide therapy was tested. The anti bradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in, and the devices reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. There was no material defect or manufacturing error. In summary, the ICD proved to be within the electrical specifications. The signal sensing and the impedance measurement function of the device were normal. No indications of material defects or manufacturing errors were found either during the lead analysis or the analysis of the ICD.

Event description:
Ous MDR - after an implantation time of about 33 months, inappropriate shock deliveries and a pacing impedance of less than 200 ohm were reported. No worsening of the pt's state of health was reported. The system was explanted and returned for analysis. Linox s 65, (B)(4), MDR 1028232-2010-01202.